Event description:
It was reported to baxter turkey that a colleague infusion pump experienced a malfunction of "open button of keypad was inoperative." This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "open button of keypad was inoperative" was confirmed by baxter personnel during product evaluation. The root cause was assigned to fluid ingress on keypad flex cable. The pump will be repaired at a future date. A service history review revealed that this device was previously serviced for the reported condition, however, the previous servicing did not contribute to the reported problem because the assignable root cause was found to be fluid ingress on the keypad flex cable. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. It has not been indicated whether or not the pump was repaired.